Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (2000 at 150 mcg) via an implantable pump for intractable spasticity. It was reported that patient pocket filling with liquid. Exploratory pocket opening to find sutureless connector was not connected properly. Catheter aspirated via cap to ensure catheter intact and patent.